Event description:
It was reported the device needs rubber feet. The device was returned to the manufacturer for repair, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the rf (radio frequency) head label is missing the rubber like backing. Analysis also found the cable jacket has a small nick. (B)(4).